Event description:
It was reported that during the implant procedure, the helix of the atrial and ventricular leads would not extend. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. The analyst commented that the lead was returned with the fully extended helix and amount of tissue on helix and that the helix extends and retracts within product specification. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst commented that the helix extends and retracts within product specification.